Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user needs advanced permissions. A technical support specialist troubleshooted the device and needed administrative access to approve medications via medbank myqlink (mql). Updated user permissions from read only to admin. The system functioned as intended after the technical support specialist diagnosed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, the user was unable to approve medication request for any facility. The customer stated that this malfunction occurred while dispensing the medication. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, the user was unable to approve medication request for any facility. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.